Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aa4203vf intraocular lens. During insertion of lens, haptic broke inside eye. Capsule tore and lens was removed. Subsequently an anterior vitrectomy was performed. No injury to pt and is doing fine.